Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aptus endo anchors were also implanted prophylactically. It was reported that a month post index procedure the patient experienced abdominal pain and vomiting. The patient had antibiotic therapy and was placed on observation. The event was resolved. The investigator assessed that it was uncertain whether the abdominal pain and vomiting were related to the device or related to the procedure. No clinical sequelae were reported regarding this device.